Manufacturer narrative:
Concomitant medical products: 507632 lead, implanted: (B)(6) 2007; 419488 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to high impedance on the defibrillation coil of the right ventricular (rv) lead. The superior vena cava (svc) impedance was also high. A lead fracture was suspected, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.